Manufacturer narrative:
Cook fusion omni-tome sphincterotome (fs-omni). Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The wire guide is kinked 0.8 cm from the distal end. The wire guide coating has frayed and folded over itself 25.5 cm to 26.5 cm from the distal end. From 26.5 cm to 26.8 cm from the distal end is a section of bare core wire. The wire guide has several small bends throughout the distal 27.0 cm. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Concomitant medical products: cook fusion omni-tome sphincterotome (fs-omni). Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided, we cannot complete a full evaluation. The photo appears to be of an acrobat wire guide and a pouch from the lot number provided in the report. The label matches the product shown in the photo. Our evaluation of the photo provided with the report confirmed the report. There is wire guide coating damage near the distal end. The photo provided appears to be of the joint near the 25 cm silver mark since the 1 cm marks stop at the area of wire coating damage. Based on an estimate from the 1 cm marks, the wire guide coating has folded over itself and frayed approximately 1 cm. Since the product was not returned, it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during the photo analysis. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photo provided and the statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water.¿ failure to flush the wire guide can result in damage to the wire guide. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precautions the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. During the ercp, the user injected the contrast after cannulation. Then they withdrew the cook fs-omni and left the wire guide in the channel. They met a little resistance when they withdrew the fs-omni. They found that the coating of wire guide dropped off [coating of wire guide breaks and peels back] under the endoscopic view. So they advanced the fs-omni and withdrew the wire guide. No drop-off portion was left inside patient body. They replaced with a new wire guide to finish the procedure.